Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm or failed battery test were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no frozen screen or rewind anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a button error as well as buttons were unresponsive sometimes. Customer stated that the insulin pump had unexplained no delivery alarm. Customer stated that the insulin pump was freeze and becomes unresponsiveness during battery removal and replacement. Customer stated that the batteries were less than 7 days sometimes. Customer stated that the insulin pump had a failed battery test with new room temperature. Customer stated that the insulin pump was louder during rewind process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.